Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and low battery due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received recurring power error detected alarm on the insulin pump. The customer was advised the internal power source in the pump was unable to charge. The customer was calling back to report the alarm recurred within a week of previous troubleshoot call. The customer's blood glucose was unknown. Customer will be returning the insulin pump for analysis.